Event description:
Sparks when plugging in power cable, fuse damaged after replacing the fuse, same symptoms, no power. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occured is the processor is not turned on and power is not supplied. After replacing the fuse, same symptoms, no power. Based on the investigation, a potential root cause of this failure is the power supply damaged by high load enough to blow fuse due to inrush current, etc. A definitive root cause of the reported issue could not be identified. The defect happened before use. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the processor was manufactured under normal conditions on 02-sep-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 08-sep-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.